Event description:
The customer reported that the insulin pump alarmed. The battery was replaced and the alarm persisted. Troubleshooting was performed and the self test passed. The customer stated that she was unconscious for several hours with a hypoglycemia and paramedics were called. Ran a lead screw test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.